Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 failed and was unable to recover. A field service engineer (fse) replaced the drawer board, but the issue persisted. Since there was no sound coming from the solenoid, the fse replaced the solenoid and recovered the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 had failed and could not be recovered. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.